Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Images received confirmed the description of event. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Vascular hemorrhage is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as the lot number could not be determined and the device was not returned. The root cause, based on available information, is unknown as it cannot be definitively determined.

Event description:
This was a diagnostic case on (B)(6) 2014. The patient was not obese and no calcification, tortuosity, or scarring were noted. It is unknown whether the initial access puncture was high. The axera device was deployed without incident. During the procedure, the patient had slight groin pain. Angio revealed bleeding off a branch. The physician decided to pull the sheath at the end of the procedure and pressure was held 20 minutes when the site was observed to be dry and dressing applied. The patient complained of abdominal pain and was subsequently taken to the recovery area. The pain subsided and the patient was discharged later the same day. Two days later, (B)(6) 2014, the patient returned to the hospital with groin pain. CT scan revealed a retroperitoneal bleed, which was repaired by stenting the following day, (B)(6) 2014, at another hospital. The patient was discharged the same day and recovered without further sequelae.